Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc found that a spill at the atlas interface gate shorted the driver board inside the gate. The failure, short circuited the interface board in the gate pair control module, causing smoke to be emitted. The customer's service team performed maintenance on the interface gate. The customer's service team replaced the shorted boards. The cause of the smoke was from driver board inside the gate of the atlas interface, due to a spill on the instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported after the atlas section of the labcell instrument's track stopped moving, they saw smoke. The smoke was seen near the programmable logic control (plc). There was no delay as a result of the event. There are no known reports of patient intervention or adverse health consequences due to the smoke.